Event description:
Boston scientific received information that a red alert was issued in the patient's remote monitoring system for a high, out-of-range impedance measurement. The clinician reported that the function for the red alert had been programmed off, otherwise the red alert was always displayed for the patient. The clinician asked why the red alert was displayed still. The details about the red alert were not known, in relation to which lead and which measurement was high. No adverse patient effects were reported.

Manufacturer narrative:
A request was made for additional information; however, no further details were reported. This investigation will be updated should further information be provided.